Event description:
It was reported that the implantable loop recorder has had false asystole events occurring due to undersensing of pvc's since implant. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.